Event description:
It was reported that during the attempted implanted procedure, the lead had positioning difficulty and could not be placed in the targeted position. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.